Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_burrholecap, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. The patient reported that they hit their head and dented the burr hole cap. The patient stated that there was no change in their symptoms. No complications or further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.